Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A root cause cannot be determined with the information provided.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. The device history records for the tibial component was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Review of the pre-operative revision notes found that the patient suffered from bilateral knee arthritis. Although his right knee was stable with a 0-125 degrees range of motion and was neurovascularly intact, he had medial joint line pain radiographs showing a zimmer mis tibia ps joint replacement with patella resurfacing and good alignment. There were no signs of tibial loosening. Review of the post-operative revision notes found that osteoarthritis and occult loosening were confirmed intraoperatively. A field action (z-2013-2010) was conducted in which zimmer biomet strongly recommended the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. FDA recall z-2413-2010 contains the related tibial lot number. The device in question was not implanted using a drop-down stem extension, however the implantation of this component precedes the field action date. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer biomet implemented a corrective action, therefore, it constitutes a "previously addressed labeling issue" as the root cause.